Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006535 bone screw 6.5 mm x 35mm j6915989. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the single acetabular cup screw appears to have extended deep to the acetabular cup rim. No signs of loosening, wear, radiolucency, or other contributing factors. No detected hardware or bone fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent hip surgery. Subsequently, the trilogy screw appears to have sunk past the cup¿s screw hole approximately two days later. No revision surgery has been reported to date. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.